Event description:
The user facility reported experiencing poor gas exchange shortly after initiating a bypass procedure. The oxygenator was changed out and the case was completed without any further complications. The pt condition was reported as 'ok' after the procedure. The pt was reported to have a hypercoagulation condition with an elevated platelet count. The perfusionist reported finding clots in the oxygenator that was changed out. Additional event specific info was not available.